Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures.

Event description:
It was reported that on (B)(6) 2011, two xience v stents were implanted in a proximal left anterior descending artery (lad) and approximately 18 months later, in (B)(6) 2013, the patient expired of unspecified causes. It is unknown if there is a relationship to either the device or the procedure. There was no additional information provided.